Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 275 mg/dl and boluses via the pump were delivered to address the bg level. The customer was not sure what caused the high bg; however, did state that she played tennis earlier in the day and the bgs usually elevate. The customer reported that the bg management with the pump has been poor and does not like the pump. The customer declined to provide further information.